Manufacturer narrative:
Follow-up from 01-jul-2016: follow-up attempts have been completed, with no response to date. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. During the procedure, the doctor poked a hole in her uterus causing fluid to fill her abdominal cavity. According to her, she was submitted to an urgent surgery to remove the fluid. These events are listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer reported a uterine perforation during essure insertion followed by blood and fluid leakage into the abdominal cavity. Considering these events occurred as a complication of essure insertion procedure, causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention was required as events treatment. The product technical complaint investigation resulted in an unconfirmed quality defect. Despite follow-up attempts, no further information was obtained..

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority FDA maude (case# mw5061759) in united states on (B)(6) 2016. It refers to herself, who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. According to the consumer, the doctor was performing the essure procedure on her and she poked a hole in her uterus causing blood and fluid to fill her abdominal cavity. She went for urgent surgery to remove the fluid. She was having many health issues after having that procedure done. Hospitalization was mentioned as event outcome; however it was not specified. A safety-quality evaluation was received on 27-may-2016. Ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. During the procedure, the doctor poked a hole in her uterus causing fluid to fill her abdominal cavity. According to her, she was submitted to an urgent surgery to remove the fluid. These events are listed according to essure's reference safety information. Uterine perforation may occur with trans-cervical intrauterine procedures (e.g. Hysteroscopy, curettage) including insertion of a fallopian tubal occlusion insert (essure). In this particular case, consumer reported a uterine perforation during essure insertion followed by blood and fluid leakage into the abdominal cavity. Considering these events occurred as a complication of essure insertion procedure, causality with the suspect device cannot be excluded. This case was considered an incident, since a surgical intervention was required as events treatment. The product technical complaint investigation resulted in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.